Event description:
The customer reported that the central nurse's station (cns) missed a tachycardia alarm for one patient.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) missed a tachycardia alarm for one patient. They also reported they were able to see this alarm in the arrhythmia recall list. No patient harm or injury was reported. Investigation summary: the event logs were investigated. Based on the evaluation of the logs, it was identified that the customer was using zm view and had the hr delay time set to 10 secs. With this setting, an alarm would not be triggered if the event is no longer than 10 secs. However, it will still be seen and recorded as an arrhythmia event and would be an information event at the cns. In the patient event where the customer indicated that there was no alarm, it was identified that the event only occurred for 2 secs, which is below the set hr delay time (10 secs). As such, an alarm was not generated. There was a tachycardia event recorded on the logs that lasted for 20 secs, and since it exceeded the hr delay time, the cns alarmed for that event. Based on the available information, the most probable cause of the issue incorrect settings. The cns did not alarm because it was set to alarm if the event lasted for 10 secs, and the patient event only occurred for 2 secs. The cns was functioning properly based on what was set in the cns alarm settings. It was identified that the cns was functioning as intended, and there was no malfunction of the device.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) missed a tachycardia alarm for one patient. No harm or injury was reported. The customer also reported that they are able to see this alarm within the arrhythmia recall list. The customer will be sending their cns logs for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) missed a tachycardia alarm for one patient.